Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was over 600 mg/dl because of no delivery alarms. She was nauseous and had difficulty breathing. The customer gave herself an injection with a syringe to treat her high blood glucose level. The site was sore or irritated. The infusion set was bent. The high pressure test passed. The device was not returned.